Manufacturer narrative:
History of pump thrombus reported under MFR report number: 2916596-2019-04468. Pump exchange reported under MFR report number: 2916596-2019-04636.

Event description:
It was reported that the vad (ventricular assist device) showed some power spikes. The patient was admitted with pump infection. Log file review showed multiple pulsatility index events that occurred. There were no other unusual events recorded in the log file event history. The device was operating as intended. The patient had no symptoms and vitals were fine. It was noted that the patient had a history of pump thrombus and pump exchange on (B)(6) 2019. Transthoracic echocardiogram (tte) was done on admission with mobile echo density. A follow up tte and hemolysis work-up done, but lactate dehydrogenase (ldh) work up was within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed pump power and flow elevations. A specific cause for the power and flow elevations and the infection, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 9:14:22 to (B)(6) 2021 at 12:32:25 the pump fixed speed was set at 10000 rpm with a low speed limit of 9600 rpm for the duration of the captured data. No abnormal events were captured ¿ the only events were associated with pi events and power cable disconnects. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. The submitted photo showed captured data on (B)(6) 2021 from 08:54:54 to 9:12:31. At 9:11:09 pump power and calculated flow were elevated as high as 10.8 watts and 11.3 lpm. The remaining captured data were corresponding to pi events. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) , until they were transplanted on (B)(6) 2021. No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 04oct2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021.